Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported "green pus has come out of incision" and states it is red, with pain directly in the middle of the incision. She is being treated with antibiotics. No further patient complications have been reported as a result of this event.